Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that data synchronization was completed however the station was not displaying the patient list unless manually searched, with no entries appearing under the "my patient" list. The technical support specialist (tss) accessed remotely through remote support service (rss) and confirmed to be running on version 1.11. Upon investigation, it was found that the maintenance service was stopped and disabled, which was preventing patient data population. The service was enabled and restarted successfully, restoring normal functionality, and patient lists were expected to display as intended. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station went offline after an auto-reboot during the 1.11 upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.